Manufacturer narrative:
The product repair was performed by the customer. The customer's biomed was unable to duplicate the reported problem. Iabp operated according to the specification. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an autofill failure and "maintenance required code #2" (drive transducer offset failure). No patient injury was reported.